Event description:
It was reported that a diagnostic anomaly resulting in missing diagnostic information was observed on the device. Abbott technical support recommended restoring the device with reprogramming, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.